Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has a panel cable wire exposed. There was no reported patient involvement/adverse patient impact.

Event description:
The customer reported that the device has an external paddle cable wire exposed. There was no reported patient involvement/adverse patient impact. The field service engineer (fse) was sent picture of the damaged paddle cable. The paddles need to be replaced however the part has been on backorder. The customer has ordered the replacement external paddles. The philips representative has identified this as malfunctioning part. This is a customer replaceable part. It will be replaced and then the device will be validated by the customer. The device remains at the customer site.